Event description:
The recipient is reportedly experiencing an infection. The recipient's device was explanted. The recipient was not reimplanted.

Event description:
The recipient is reportedly experiencing an infection. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Correction: sections b.3 & d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly given antibiotics prior to explant surgery. The recipient has healed. The external visual inspection revealed that the electrode array was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly started in (B)(6) 2022. The recipient presented with pus, scabbing, drainage, and device extrusion. The recipient was a poor performer and inconsistent user. No other medical intervention was performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.